Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a hyperglycemic event that same day. The reporter stated that the patient had a blood glucose level of 300 mg/dl and symptoms of atypical thirst and excess urination. The reporter stated that the pump had been experiencing an issue with intermittent power which allegedly contributed to the adverse event. The patient allegedly discontinued use of the pump at the time of the call. This complaint is being reported because the patient allegedly experienced a hyperglycemic event as a result of an intermittent power issue.